Event description:
Carefusion technical support received a call from a biomed at one of our user facilities, requesting an exchange user interface module. According to the biomed, a touch screen to one of their user interface modules was freezing up. This event occurred prior to patient use. No patient involvement.

Manufacturer narrative:
A replacement user interface module was shipped to the user facility. Carefusion received the alleged faulty user interface module on (B)(6) 2015, however, our failure analysis lab has not evaluated it. Once the alleged faulty user interface module be evaluated, a follow-up medwatch report will be submitted.

Manufacturer narrative:
The alleged faulty user interface module was evaluated by carefusion failure analysis lab via visual inspection and standardized testing procedures. During visual inspection, it was found that the internal wires were exposed. The original complaint had not mentioned whether the damage occurred prior to, or after the reported complaint. After the device was visually inspected, it was installed onto a user interface module test fixture and powered on. It powered on completely, and all areas of the touch screen responded accurately. The device was cycled for 1 hour, and then the touch screen response accuracy was tested again. The device was still operating as intended, the reported event was not duplicated. It is unknown what caused the physical damage to the cable, and/or whether this was the cause of the reported event. Findings/root cause: could not duplicate the reported issue.